Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors. It was reported there was an alleged overdischarge. It was reported the patient's device wasn't charging. No patient symptoms or further complications were reported as a result of this event.